Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent spinal fusion surgery in which rhbmp-2/acs was used. No patient complications were reported.